Manufacturer narrative:
D10: rod connector assemblies, lateral, hybrid, 2 screw 5.5 / 6.0 mm (part 07.02033.001 lot zb7393774). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while a connector was being loosened intra-operatively, it became cross-threaded/jammed, causing a vital final driver tip to fracture and the tip of another to deform. The procedure was completed using replacement products. There was no patient impact; however, there was a five minute delay. This is report one of two for this event.